Event description:
In 2009, the patient reported experiencing elevated blood glucose of 300-400 mg/dl for the past couple of weeks. Her normal blood glucose level is "around 120" mg/dl. She stated that she has been using more insulin than normal. She stated that she switched to her other infusion device using a new vial of insulin and her blood glucose returned to normal. Troubleshooting did not reveal any product issues. The patient requested that the infusion device be replaced. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.